Event description:
Pharmacist reported overfill on the final container. The programmed amount was 1770ml for the final container. The unit pumped 2009ml with no alarms. The pharmacist pushed the recall feature, expecting to see 1770ml, but the compounder read 2009ml. The unit then reset to zero in every display. The final bag was discarded. Pharmacist stated they were not able to provide any additional details. No pt contact.